Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-04194.

Event description:
Customer reported she was hospitalized multiple times for high blood glucose around 800 mg/dl. Customer believes highs are due to bent cannulas or gastroparesis. She doesn't think there was any issue with the insulin pump. Customer also reported issues with the serter. She stated it is hit and miss with it. Issues have been occurring since (B)(6) 2013. Button fires off quicker then other. Tape is sticking to the side of the serter. Buttons do not fire off together. Customer doesn't think the serter is clean and free of residue. Inserting technique was reviewed; customer was advised to ensure set is secure before using it. No further information reported.